Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a network issue. A technical support specialist confirmed that the local network team changed the vlan from 11 to 41 and also changed chunk size from 1001 to 1000, as the stations were uploading only 1 chunk at a time. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the station was in disconnected mode due to a network issue. The customer indicated that new patients or orders were not being processed, which required the pharmacy to manually provide information regarding medication dispensing, which led to delays in patient care. There were no adverse events or injuries reported based on this event.